Manufacturer narrative:
H6: investigation: bd was unable to reproduce the customer¿s experience with the bactec. Returned good samples were not received. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that 27 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) may be contaminated as they were flagged positive, however, aerobic bottles were not. There was no report of patient impact. The following information was provided by the initial reporter: customer had approximately 27 bottles that were positive. All of the bottles were from a sister facility, who sends the bottles to this account for work up. Gram stain showed branching gram positive rods. Customer said none of the corresponding aerobic bottles flagged as positive.

Event description:
It was reported that 27 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) may be contaminated as they were flagged positive, however, aerobic bottles were not. There was no report of patient impact. The following information was provided by the initial reporter: customer had approximately 27 bottles that were positive. All of the bottles were from a sister facility, who sends the bottles to this account for work up. Gram stain showed branching gram positive rods. Customer said none of the corresponding aerobic bottles flagged as positive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.